Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was discovered the patients right ventricular (rv) lead had triggered a lead integrity alert (lia), due to multiple high rate non-sustained episodes and rv lead impedance variation. Also noted was oversensing artifact/noise on the rv egm, high thresholds, and high impedance. A fracture of the pace/sense portion of the rv lead is suspected. The lead was partially explanted and the remaining portion was capped with a new rv lead implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.